Event description:
A customer reported to olympus, the halogen lamp a and b error displayed on the video system light source during preparation for use. There was no report of patient injury or harm associated with this event. Related patient identifier: (B)(6).

Manufacturer narrative:
Olympus troubleshot the event with the customer. The customer was assisted in replacing the lamps on the subject device. After the lamps were replaced, the customer was able to power on both lamps. It was also suggested to discard the defective lamps and order another pair of new lamps to avoid the same event from reoccurring. The device will not be returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the cause of the main lamp (a) and spare lamp (b) not igniting could not be determined, as the device was not returned. Olympus will continue to monitor field performance for this device.